Event description:
An initial one step button was being placed for nutrition. While button was being pulled through stomach & abdominal wall, the button pulled apart, separated and fell back into stomach repeat gastroscopy done to retrieve button device.